Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, customer did not take a correction bolus for carbohydrates consumed. Bg was addressed via a correction bolus. Reportedly, the customer continued to use the pump for insulin delivery.